Manufacturer narrative:
One device was returned for analysis. Review of the event history log (ehl) showed downstream occlusion alarms. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to a contaminated bezel. As a result, the downstream occlusion sensor assembly was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump did not work well. During physical inspection, it was found that there was a downstream occlusion alarm. There was unknown patient involvement, unknown patient injury was reported.